Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was hospitalized for ketones. They had changed her pod twice but the patient still ended up going to the hospital for a couple of days and they had her on an insulin drip. Once they got off the IV and the fluids they put another pod on her and she was running moderate ketones so they removed the pod and put her back on the IV drip. The patient was said to be vomiting so they changed the patients pdm settings.